Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a patient, the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patinet due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.